Manufacturer narrative:
D10: humeral tray, liner, glenosphere. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Due to postoperative instability and pain, a revision procedure was performed. This revision involved the exchange of the humeral tray, liner, and glenosphere components only. All components were replaced with exactech products. No further information is available.